Manufacturer narrative:
Per tandem user guide: use only humalog® or novolog® u-100 insulin. Failure to do so may result in serious health consequences. Per tandem¿s user guide: insulin should be at room temperature before filling cartridge.

Event description:
It was reported intermittent occlusion alarms occurred. There was no reported adverse impact to the customer¿s blood glucose level. The customer reverted to manual dose injection for insulin therapy. Reportedly, the customer was using cold insulin, humalin u-500 insulin and was using trusteel infusion set for more than 2 days, tandem technical support educated the customer this is considered off label insulin use per the tandem user guide.